Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Two weeks post implant the pt was admitted and though to have a wound infection; she was placed on IV antibiotics. While cultures taken had no growth the warning section if the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number included in the medical records provided; therefore a review of the mfg records could not be conducted. Additionally, the medical records indicate that the mesh remains implanted. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00293 for info related to the composix kugel mesh implanted on (B)(6) 2006.

Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006 - repair of incisional hernia with composix kugel mesh. (Note: see MDR 1213643-2012-00293 for info related to this composix kugel mesh) on (B)(6) 2007 - pt presented with abdominal pain and chronic subcutaneous fluid collection. She underwent excision of previously placed composix kugel mesh and placement of a smaller composix kugel mesh. The surgeon noted there was "some bunching" of the excised mesh. On (B)(6) 2007 - pt admitted for an apparent wound infection with underlying prosthetic mesh. Physician noted the wound appeared quite erythematous, the drain was removed and cultured. Cultures had no growth. The pt was put on IV antibiotics and the wound erythema had gone away completely. The physician notes "again, the cultures did not grow anything."